Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('didnt think my coils were where they suppose to be') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), urinary incontinence ("trouble holding bladder"), migraine ("migraine"), fatigue ("extremely tired") and pelvic pain ("extreme stabbing pain in the circled area when you cough or move a certain way") and underwent ovarian cystectomy ("surgery to remove cyst from ovaries"). At the time of the report, the device dislocation, urinary incontinence, migraine, fatigue, ovarian cystectomy and pelvic pain outcome was unknown. The reporter considered device dislocation, fatigue, migraine, ovarian cystectomy, pelvic pain and urinary incontinence to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: migraine, fatigue, device dislocation ,ovarian cystectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media was received. New event "pelvic pain" was added. Reporter was added. Event device dislocation marked as a serious. Case become serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.